Manufacturer narrative:
The device and the lens were returned separated. The device was taped inside the blister tray. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the device. The nozzle tip has an aneurysm and heavy stress. The lens was returned inside wet gauze in a plastic bag. The optic is cracked in the center. A non-qualified viscoelastic was indicated. The root cause appears to be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed in the device. The damage to the optic appears to have been caused by a plunger override. The damage to the device tip would indicate the lens and/or plunger was not in an acceptable position for advancement. The dfu instructs: after the plunger has been advanced to align the front (leading) edge of the optic with the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. Based on the observed damage the haptic folding and positioning of lens optic relative to plunger was not verified prior to completion of delivery. In addition, a non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill or misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. (B)(4).

Event description:
Additional information was received stating the patient experienced prolonged hospitalization. At the time the crack was noted, the wound was enlarged and an anterior chamber washout was performed. A sclerocorneal suture was placed. The following day the patient experienced ocular hypertension and it was noted the leading haptic was touched to the iris. The surgeon noted because of the resistance that was felt during the implant of the lens, there is a possibility that the crack was formed at that time.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure it was noted there was damage on the optic of the lens. The surgeon reported the plunger felt heavier than usual. The lens was removed and replaced the following day. Additional information was requested.